Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of prolapse and dissection are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Patient ID (B)(6). It was reported that the procedure was performed to treat a lesion in the mid left anterior descending (lad) artery. A 2.75 x 28 mm xience sierra stent was implanted and plaque shift occurred, causing a dissection in the diagonal branch. An additional drug eluting stent was implanted and the patient condition resolved the same day. No additional information was provided.